Event description:
It was reported the patient experienced difficulty recharging the ipg due to the charger malfunctioning. In turn, the ipg became non-functional. A replacement charging system was used to attempt communication, but was unsuccessful. As a result, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.